Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the right side system was breaking through their skin and causing infection. The patient reported that the right side system was removed in 2012 or 2013. There were no further complications reported/anticipated.